Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas and alleged on (B)(6) 2018 the patient experienced a blood glucose of greater than 30mmol/l, with difficulty waking up, and loss of consciousness, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump, and was treated in the hospital with intravenous fluids by their healthcare provider. During troubleshooting with customer technical support, the patient stated, ¿the pump was not working, and a bolus was given but was ineffective¿. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported because the patient allegedly experienced hyperglycemia while on the insulin pump, and the pump could not be ruled out as a contributing factor.